Manufacturer narrative:
K011375. Reported device not marketed in the u.s, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that after the operation, two cats presented eventration due to the breakage of the suture. The thread breaks in the middle area, not in the knots. Two interventions, two different cats. The other medwatch submission related to this report (for the other animal informed) is: 3003639970-2020-00395 additional data has been requested.

Manufacturer narrative:
Analysis and results: we have received 2 complaints from the same customer at once, additionally there are 2 previous complaints of this code-batch, one of them regarding thread breaking, but closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 12 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.99 kgf in average and 2.71 kgf in minimum (ep requirements: 2.04 kgf in average and 1.02 kgf in minimum). We have also performed the degradation test and the results fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in sörensen solution at 37ºc for 14 days. After this period the knot pull tensile strength of the thread is tested. The results for the closed samples received are 1.04 kgf in average and 0.90 kgf in minimum (b. Braun surgical requirement is 0.40 kgf in minimum). These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 3.02 kgf in average and 2.83 kgf in minimum and fulfilled ep requirements. Remarks: when working with monosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.